Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the instrument was fractured during the sterilization process and all pieces were returned.

Manufacturer narrative:
Cmp-(B)(4).the follow-up report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of device returned. Visual examination concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, all pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.